Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak appears to be a damaged pd catheter (not a fresenius product). Upon follow up, the patient confirmed the reported fluid leak event occurred at the connection between the patient line and the pd catheter. There were no fluid leaks inside the cycler door or on any solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient visited the clinic the following day to have the pd catheter fixed. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak appears to be a damaged pd catheter (not a fresenius product). Upon follow up, the patient confirmed the reported fluid leak event occurred at the connection between the patient line and the pd catheter. There were no fluid leaks inside the cycler door or on any solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient visited the clinic the following day to have the pd catheter fixed. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.